Manufacturer narrative:
Additional information received from the author of the article: patient info: add'l info. Date of event - additional information. Model #, lot #, expiration date, UDI # - additional information. Device manufacture date - additional information.

Manufacturer narrative:
Citation: akil patel,timothy r miller, ravi shivashankar, gaurav jindal, dheeraj gandhi. Early angiographic signs of acute thrombus formation following cerebral aneurysm treatment with the pipeline embolization device. J neurointervent surg 2016. The device was not returned as it was implanted in the patient; therefore, product analysis of the pipeline devices was not able to be performed. The model and lot number was not reported in the article. There was limited information regarding the patient age and gender. Additional information has been requested from the author of the article, however no response has been provided at this time. Should it become available, a supplemental report will be submitted. This review retrospectively identified cases of acute thrombosis following ped placement in 100 consecutive procedures performed at this institution from a prospectively maintained clinical database. Angiographic findings were analyzed for early signs of acute thrombus formation. The author(s) also evaluated the efficacy of treatment of this complication with a glycoprotein iib/iiia inhibitor (abciximab), as well as the results of pre-procedure platelet inhibition testing. The authors concluded that it is important for early recognition in angiographic signs of acute in-device thrombus formation following ped placement for treatment of intracranial aneurysms, which include progressive stagnation or occlusion of covered side branches or the target aneurysm. Once identified, the prompt administration of a glycoprotein iib/iiia inhibitor such as abciximab can prevent resulting serious thromboembolic sequelae. The cause of the local thrombus formation cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is the patient condition. Mdrs from this literature review: 2029214-2017-00277, 2029214-2017-00278, 2029214-2017-00279, 2029214-2017-00280, 2029214-2017-00281, 2029214-2017-00282. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that this patient experienced acute thrombus formation following cerebral aneurysm treatment with the pipeline embolization device. This patient had 1 ped placed to treat a single unruptured cerebral aneurysm in the ophthalmic ica. The maximum diameter of the aneurysm was 5mm with parent vessel diameter of 2.6mm. Pre-procedure p2y12 was 221. There was adequate apposition of the ped with the parent vessel and the branches of the oa were covered. Early angiographic signs of acute in-device thrombus formation included progressive stagnation of blood flow in covered side branches, occlusion of covered side branches, excessive stagnation of blood flow in the target aneurysm, as well as occlusion of the target aneurysm. Once acute thrombus formation was recognized, the patient received a 50% abciximab loading dose and serial dsa runs were acquired every 10 minutes until there was a complete resolution of the thrombus by the 40 minute dsa run. Following the procedure, the patient did not receive a maintenance dose of abciximab because the patient responded to the initial dosage. Aspirin and clopidrogel treatment were continued at the same pre-procedure dosing for the first week following flow diversion. Titration of clopidrogel dosing based on platelet inhibition testing was then resumed after resolution of the effects of abciximab (5-7day). The patient had a mrs score of 0 with no focal neurological deficits at a clinic visit 2 weeks following the ped placement. There were no hemorrhagic complications. There was a complete occlusion of all target aneurysms by 12 months and at last follow up there were no permanent neurological deficits present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.